Manufacturer narrative:
Down arrow button did not respond due to corroded keypad trace. Unable to verify battery out limit alarm due to unresponsive button anomaly. No frozen screen noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed battery out limit followed by a frozen screen. Troubleshooting was performed, but the screen remained frozen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.